Manufacturer narrative:
While the failure was not replicated during in-house testing of the endoscope system controller (esc), the errors identified in the system logs indicate a potential issue with the esc software.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and confirmed persistent 40096 error and performed log review. Customer performed multiple cases without issues since last endoscope system controller (esc) replacement. Troubleshooting steps performed and proceeded with programming the esc. Error 297 programming error occurred after a power cycle. The esc was replaced and it was confirmed to have booted up with no errors after replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. An examination of the logs confirmed the occurrence of these errors, which are indicative of an issue with the esc. However, the error could not be replicated during testing on an in-house test system. The esc was analyzed and found no issues to the unit. Unit passed both calibration and functional testing. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the customer contacted the technical support engineer (tse) and reported the system faulted when she turned it on. The logs showed errors 311, 307 pointing to endoscope system controller (esc). The customer did a breaker reset with no change. There was no report of patient involvement or reported injury.